Event description:
The affiliate reported "all 3 sensors start to work properly and then after 24 hours start to show negative pressures. On (B)(6) 2012, the affiliate reported that two of the three microsensors were used in one patient ((B)(4)). On (B)(6) 2012, the affiliate informed that the third microsensor ((B)(4)) was removed and they discontinued monitoring the patient. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film over sensor area. Cosmetic lifting of sealant at sensor markings on the codman connector label and on the side of connector. Multiple slight bends and mashed areas along the catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.